Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that when the patient tried to charge on (B)(6) 2020 they saw end of service (eos) on the implantable neurostimulator recharger (insr). The patient looked the screen up in the manual and saw end of service. During the call the patient used the patient programmer and saw a normal setting screen with the current intensity at 4.70. They then tried the insr and it showed elective removal indicator (eri). The eri message was able to be bypassed during the call. It was recommended that the patient contact their health care provider (hcp) to discuss future options. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that due to covid-19, patient was referred back to the manufacturer. Patient provided their weight information. No further complications were reported.